Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported door was opened while running an infusion "sys error 348" . The reported symptom was reproduced during device evaluation when the door was opened during an infusion and the device continued to infuse until a system error 348 occurred, an indication the device did not recognize an open door. The system error 348 is an expected occurrence for when the device is infusing and the door is open. Device evaluation was unable to produce a system error 348 while running an infusion with the door in the closed position and the elements of the device evaluation indicate the system error 348 events were true alarms. The reported symptom of door was opened while running an infusion cannot be attributed to recorded events in the event history log, however the event history log review was performed and confirmed multiple events of system error 348. The device evaluation determined the cause to be a stuck lower latch switch. The lower auxiliary assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump door was opened while running an infusion "sys error 348". It was also reported there was no patient injury.